Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular fibrillation (vf) cardiac arrest with external shocks required to stabilise the patient. It was not that the right ventricular (rv) lead exhibited undersensing and high sensing integrity counter (sic) count. No further patient complications have been reported as a result of this event.